Event description:
It was reported that the o ring was falling off the reservoir. Customer also mentioned receiving a no delivery alarm. Customer's last blood glucose reading was 140 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.